Manufacturer narrative:
Pump received with intermittent up button response due to corroded keypad trace. No button error alarm noted. Pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 128 mg/dl at the time of incident. Customer's current blood glucose was 212 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.